Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery tests due to a33 alarm. The insulin pump passed operating current, a21 error test and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump was missing the end cap sticker.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that everything was fine prior to receiving alarm. Customer states drive support cap was normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.